Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that an intervention occurred. The device was explanted by laparotomy and a vessel prosthesis was implanted without issue. The lumbar artery was identified, ligated, and the procedure was completed. The physician stated that the cause of the aneurysm expansion was unknown; however, it was likely to be a type ii endoleak. It was also noted that the presence of type iii (pinhole) endoleak cannot be denied completely because the angiographic image indicated the presence of a hole. The physician believed that the patient was stable and recovering following the explant of the device and that no further intervention would be required.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the contrast seen in the post-implant could not be determined from the limited films provided. The anatomy at implant is unknown and films during implant were not available. Two short videos post-implant during an angio study were returned; a marginal proximal seal and likely type ia endoleak was seen. The reported type iii fabric endoleak could not be confirmed. The aui and aortic cuff were implanted within the aneurysmal and angulated proximal neck. The aui was positioned ~3cm below the renal arteries and the cuff was positioned ~1cm below the renal arteries. The bifurcate suprarenal stents and 1st covered stent did not appear opposed to the right side of the aortic neck, and the cuff and their suprarenal stents also did not completely oppose the neck. Approximately 2cm below the aui proximal margin, the neck narrowed down to ~50% of the aui od; possible fabric infolding due to oversizing could not be confirmed or ruled out. Angio injection from above the stent grafts noted contrast blush along the rig ht side of the cuff and aui filling the aneurysmal proximal neck, as well as contrast filling the top of the aaa sac. With a balloon inflated within the bifurcate/cuff, another contrast injection with the pigtail just below the balloon near the bottom of the narrowed neck (~2cm above the flow divider) showed significant contrast within the top of the aaa primarily coming from the left side of the aui. Contrast was also seen proximal to the balloon near the cuff suprarenal stents, and along the right side of the aui which was unopposed to the neck. It could not be confirmed from this 2d image if there was an adequate proximal seal; the aui and cuff may have been infolded within the narrowed distal neck creating a channel allowing contrast to pass into the sac via the proximal type I endoleak. It is also possible that the contrast source was from a type iii fabric or a type IV endoleak. The cause of the reported type iii fabric endoleak could not be determined; analysis of the returned videos did not reveal any stent graft characteristics that could explain the possible type iii fabric endoleak.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that there was a pinhole type iii fabric endoleak originating from the aui device. The patient was determined to be stable and no further intervention will be taken. No clinical sequelae were reported and the patient is being monitored by their physician.